Event description:
It was reported that during a prostate procedure the ¿fiber was noted to be cracked at distal end of fiber (inside the metal tip) upon initial use.¿ the procedure was completed utilizing a second fiber. There was "no immediate harm to the patient was identified".